Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the machine by testing the machine with a test kit. It was found that after approximately 10 minutes, the machine would alarm 'leak in iab circuit'. After testing the machine for 2 hours, the alarm was not found. The safety disk must be replaced. The fse also found that the battery is beginning to deteriorate. The price of safety disk and battery will be offered to the customer. From the previous visit inspection, the fse replaced the safety disk (d997-00-0985-01) and battery (d146-00-0039) , the machine can be normally used.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit alarmed leak in iab circuit. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.